Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge. Customer continued to use the cartridge for insulin therapy. Customer¿s blood glucose level was 525-550 mg/dl. Customer administered a manual injection of insulin to address high bg.